Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
The customer reported low high blood glucose. Customer's blood glucose was 20mg/dl. Customer treated low blood glucose, she had orange juice. Troubleshooting was done. Assisted in performing displacement test. Test passed. Advised the customer to speak with their health care provider regarding low blood glucose. Advised to call back if issues persist. No further info provided.